Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1700116 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not lock during application and fell into the patient. There was no patient injury.

Event description:
It was reported that the clips would not lock during application and fell into the patient. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw out of position as its pivot point was forward at the end of the outer tube. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a (B)(4) engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was able to properly load into the jaws of the applier. An attempt was made to apply the clip onto over-stressed surgical tubing, but the clip was unable to close since the jaws were misaligned. The bottom jaw appears to be bent. The device was disassembled in order to inspect the internal components. Upon disassembly, it was confirmed that the bottom jaw was bent. The channel pivot hole for the bottom jaw was oblong which was caused by a significant side pressure applied to the hole by the bent jaw. No other damages were observed. The damage to the jaw prevented the clips from closing since the jaws were misaligned. However, it could not be determined what caused the jaw to bend. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips would not lock during application" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned and prevented the clips from closing. The bent jaw applied a significant amount of side force to the pivot hole on the channel which caused the hole to become oblong. This resulted in the jaw being partially out of the channel and out of position. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.